Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device worked though most of the uterus morcellation but then just quit working. Reverse made it work a couple more times but then it stopped working all together. It is unknown how the case was completed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).